Manufacturer narrative:
The hill-rom technician found the right head articulation siderail inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right head articulation siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail would not lock. The bed was located in account in room 130. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).